Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the customer reports that the main balloon burst after 1h50 of intervention. They did not keep the device. A new instrument was used to complete the procedure. No pt injury was reported. No additional info available at this time.

Manufacturer narrative:
(B)(4).